Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified the pebax broken with internal parts exposed. The 106 alert code occurred after the catheter was plugged into the carto and before the first ablation as the tip threaded through the distal end of the sheath (distal exit). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024 the pebax of the device was broken with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of the pebax broken with internal parts exposed on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-aug-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed the pebax of the device broken with internal parts exposed. The device was connected to the carto 3 system, and errors 105 and 106 appeared on the system due to open circuits in the tip area. The issue reported by the customer was confirmed. The potential cause of the failure could not be established. The potential cause of the damage on the pebax could be related to the handling/shipping the device after procedure, however, this cannot be established. A manufacturing record evaluation was performed for the finished device 31297204m number, and no internal actions related to the reported complaint condition were identified. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿pebax of the device broken with internal parts exposed¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿106 alert code¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).